Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a left anterior descending coronary artery intervention, a 3.25 x 38 xience sierra failed to cross the lesion. The stent strut was noted to be flared and resistance was noted during removal. There was no adverse patient effect or a clinically significant delay in procedure. A non-abbott stent was implanted to complete the procedure. No additional information was provided.